Event description:
Per the physician, the patient was explanted 2009, due to the device extruding and an infection. More information has been requested but was not available at the time this report was filed august 11, 2009.